Event description:
The customer stated that he lost consciousness and was in an accident while driving, due to inacurrate sensor glucose readings. The customer stated that prior to driving, his blood glucose reading was low, but his sensor glucose reading was within range. The customer decided not to treat his blood glucose prior to driving. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-02275 for notes of the event under the sensor.